Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty, stent damage occurred. A 2.75mm x 16mm liberté stent delivery system was selected to cross the lesion. During preparation, they realized that the stent adheres to the protector sheet and the stent was damaged. The procedure was completed with another of the same device. No complications were noted and patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and a shelf box. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The middle of the stent was stretched causing the stent to exit past the proximal markerbands. There were multiple shaft kinks and the outer shaft was buckled. Inspection of the remainder of the device presented no damage or irregularities. Although it was reported that the stent was damaged during prep and the device was not used, the presence of blood in the guidewire lumen is indicative of handling beyond simply prepping the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty, stent damage occurred. A 2.75mm x 16mm liberte stent delivery system was selected to cross the lesion. During preparation, they realized that the stent adheres to the protector sheet and the stent was damaged. The procedure was completed with another of the same device. No complications were noted and patient's status is good.